Event description:
It was reported that the patient had an infection close to the inflatable penile prosthesis (ipp) pump. The pump was repositioned. All the ipp components remained implanted. There were no further patient complications in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available